Event description:
A report was received that during the patient¿s trial implant procedure the physician noted a cerebrospinal fluid (csf) leakage caused when attempting to access the epidural space. The patient was treated with IV fluids. Following the procedure, the patient reported a headache. The physician decided to place a blood patch to address the patient¿s headache and the patient is reportedly stable following the treatment.

Event description:
A report was received that during the patient¿s trial implant procedure the physician noted a cerebrospinal fluid (csf) leakage caused when attempting to access the epidural space. The patient was treated with IV fluids. Following the procedure, the patient reported a headache. The physician decided to place a blood patch to address the patient¿s headache and the patient is reportedly stable following the treatment.